Event description:
The issue occurred during an unspecified procedure. The procedure was completed with the same set of equipment without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. However, the customer stated via telephone that the operator had the device brightness on manual rather than auto adjust. They changed it over to auto and it was reported the device is working as intended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had to be adjusted manually for brightness. It is unknown when this occurred. There were no reports of patient involvement or injury.